Event description:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He013b2) inserted. The case describes the occurrence of device use error ('device bent prior to entering ostia'). On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2019. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. He013b2) inserted. The case describes the occurrence of device use error ('device bent prior to entering ostia'). On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2019. Batch no he013b2 , production date 2017-06-22, & expiration date 2020-06-28. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc; patient age added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140220029) had fallopian tube occlusion insert (batch no. He013b2) inserted. The case describes the occurrence of device use error ('device bent prior to entering ostia'). On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2019. Most recent follow-up information incorporated above includes: on (B)(6) 2020: patient demographics provided with update via pv reconciliation a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He013b2) inserted. The case describes the occurrence of device use error ('device bent prior to entering ostia'). On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2019. Most recent follow-up information incorporated above includes: on 31-jan-2020: patient demographics provided with update via pv reconciliation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.